Event description:
It was reported that during the implant procedure, the physician experienced difficulty with lead fixation. Ter lead withdrawal, the helix did not extend properly. The device was not implanted. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): blood in/on helix/lobe mechanism (sleeve head); the analyst noted that the helix does not extend or retract properly due to the large amount of blood on the sleeve head; full lead returned and analyzed.